Manufacturer narrative:
The event date is unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the device is not working "up to par". They indicated that they did some testing and the battery was low. The physician plans to meet with the patient and do additional testing in (B)(6) 2020. The patient is having increasing as needed sinemet, taking it almost daily. The patient is having break out 5-6 times a day. The patient said something about 2.97 with the battery and the physician wants to do more testing with the device before a potential replacement. They indicated the patient has had the change in therapy for at least the last year.